Event description:
On 10/21/96, pt underwent catheter check under fluoroscopy and ap/lateral chest x-ray. Results confirmed fractured catheter. Pt intervention included successful removal of distal portion of the catheter under fluoroscopy in the radiology dept and the remaining proximal portion by the surgeon in the operating room. Both procedures performed under local anesthesia.